Event description:
Notification was rec'd from the affiliate indicating that approx three yrs post index procedure, the pt complained of chest pain and he was brought to the hospital as an emergency. A coronary angiogram was conducted and thrombus was observed in the overlapping portion of the 1st and 2nd cypher stents. To treat the thrombus, aspiration and poba was conducted with a balloon. Stent fracture was observed in the overlapping portion by cag and ivus. A 3.0 x 16 mm taxus stent was implanted at the fractured portion. Physician's comment: the possible cause of the thrombotic event was due to fracture at the overlapping portion.

Manufacturer narrative:
The procedure was an emergent case due to an acute myocardial infarction. The target lesion was the proximal to mid left anterior descending (lad). The vessel was a de-novo, bifurcated and flexion lesion. Lesion classification was type c. The lesion length was approx 40 mm and vessel diameter was 2.5-3.5mm. Pre-dilatation was conducted with a 2.0 x 20 mm balloon for 5 seconds. The 1st 2.5 x 23 mm cypher stent was implanted at 16 atms for 10 seconds. A 2nd 3.5x18mm cypher stent was implanted at 16 atms for 10 seconds proximal to the 1st cypher stent and overlapping it. Post-dilatation was not conducted. Ivus was conducted. The residual percent of stenosis was zero percent. Timi flow before the procedure was 0 and 3 after the procedure. Act was unk. This is one of two prods being reported for the same event. Please reference mfg reports #: 9616099-2008-01249 and 9616099-2008-01250. Please note: device is distributed outside the united states. However, it is similar to the united states prod. Any add'l info will be submitted within 30 days of receipt.